Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received at the time of the initial MDR submission. The lot was manufactured from april 16, 2015 ¿ april 20, 2015. The evaluation of the returned device is complete. Visual inspection revealed a black particle, approximately 0.10 square mm in size, embedded in the material of the stressmember and outside of the fluid pathway. No signs of black mark were found on the filter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark in the filter of a small volume intermate. The particulate matter was identified after the device was compounded with flucloxacillin, during the storage of the device. There was no patient involvement. No additional information is available.